Event description:
During an in clinic follow up, loss of sensing was observed on the right ventricular (rv) lead. An x-ray imaging was performed and the rv lead was found dislodged due to twiddlers syndrome. The rv lead was explanted and replaced to resolve this event. The patient was stable.